Event description:
A malfunction alarm was reported, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer continued to use the pump for insulin therapy.